Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in the european spine journal (2007) by vaidya r. Et al via an article entitled "complications of anterior cervical discectomy and fusion using recombinant human bone morphogenetic protein-2" that a patient that had undergone an acdf using rhbmp-2/acs and peek cage(s). Post-operatively, the patient developed dysphagia of a severity that prompted the surgeon to insert a feeding tube, which remained in place for six weeks post-operatively.